Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Doi: (B)(6) 2004 - dor: none reported (unknown side). Update** (6/28/2013) - patient fact sheet was received. The doi and dor have been updated. There is no new information that would change the outcome of the investigation. Update ad 28 jan 2020: (B)(4) has been reopened under (B)(4) due to the receipt of pcsf and medical record. After review of medical records the patient was revised due to osteolysis with loosening of the acetabular component, possible loosening of the femoral component of a total hip arthroplasty. Revision notes stated that there is severe erosions throughout the acetabular wall, it somehow came loose and there was osteolysis. Fibrosis was noted. The surgeon was unable to demonstrate looseness of the stem and decided to leave the stem in place. Clinic visits reported of pain and difficulty getting up from bending over. Physical exam revealed the left hip was about 1/2 inch shorter that the right. Relevant labs demonstrate loosening of the acetabular component and possible loosening of femoral stem. Added revision hospital, surgeon, patient's age, stem and sleeve product. Updated the implant and revision date of the complaint. Doi: (B)(6) 1995 - dor: (B)(6) 2004 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.